Event description:
End user reports driving her power wheelchair down a ramp without wearing her seatbelt. She allegedly felt the chair start to slide and grabbed the hand railing and feel out of the seat. Client was admitted to the hospital.

Manufacturer narrative:
Operator error: no malfunction of the power wheelchair suspected. The end user was driving the power wheelchair down a steep (non-ada specification) ramp without her seatbelt on. Hoveround's owner's manual warns end users "to reduce chance of serious injury or fall from the power wheelchair, avoid ramps and slopes that are to steep such as those that exceed 5 degrees," and "always use the seatbelt."